Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose readings. Customer states that he had a car accident. They hit a telephone pole and the blood glucose reading was 35 mg/dl. Nothing further reported.